Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, although pump was operating within validated altitude range and speaker holes were not obstructed. There was no adverse impact to the customer's blood glucose level. Customer followed instructions from technical support to gently clean speaker holes, remove and reconnect cartridge, and wait several minutes, after which insulin delivery resumed, altitude alarm did not recur, pump returned to normal operation, and caller received additional tips for preventing future altitude alarms.